Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the death was not considered to be device related and the device operated as expected. The onset of the mitral regurgitation is reported under 2916596-2025-02619.

Event description:
It was reported that the patient was admitted due to deterioration of clinical conditions including shortness of breath at rest and feeling lack of air. The patient was diagnosed with massive mitral valve regurgitation (mr) and was not reacting on left ventricular assist device (lvad) speed increase while the size of the left ventricle (lv) got smaller. The patient was on inotropes and ventilation in the intensive care unit (ICU). Computed tomography angiography (CT) showed no obstruction at the heartmate 3 outflow graft or around the lvad inflow. Echocardiogram ramp test was successful, and the lv size got smaller with higher rotations per minute (rpm), the aortic valve was closed at higher speed range. Blood labs showed no hemolysis. The patient was started on continuous renal replacement therapy (crrt) due to anuria. Inotropes were also started, and further steps were awaiting confirmation. The submitted log files it appeared that the speed was turned down briefly to 4000rpm causing low speed advisories and also the flows dropped below 2.5lpm. Other than that, the lvad appeared to function as intended. It was noted that the pulsatility index (pi) values were on the low side, but it could be due to the valve concern. Additional information was received that the renal dysfunction and mr were not related to or caused by the device or device therapy. The patient developed impaired renal function since (B)(6) 2025 with creatinine increase from 121 to 265. Several transthoracic echocardiograms (tte) and transesophageal echocardiography (tee) showed severe mr with severe central and eccentric regurgitation. Flow was occupying 1/3 of the left atrial cavity and the left ventricular end-diastolic diameter (lvedd) was 9.6cm. Right heart catheterization performed on (B)(6) 2025 showed increased pressure in the right chambers and the pulmonary capillary wedge pressure (pcwp) was 41mmhg. The patient was treated with diuretic therapy, basis congestive heart failure therapy. Despite the ongoing therapy, the creatinine level increased to 335 mmol/l and hemodialysis was started on (B)(6) 2025 with no effect. The patient passed away on (B)(6) 2025. The pump was not explanted.

Manufacturer narrative:
Section a: patient information requested. Section e1: reporter contact information was not available. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section a: due to privacy policy patient information could not be provided by the site. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively established through this evaluation. The submitted controller event log file contained events from 06mar2025 through 20mar2025. No notable events or alarms were captured, and the device appeared to operate as intended at the fixed speed. An autopsy was not performed, and the device was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas insrtuctions for use (IFU) is currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including renal dysfunction and death, that may be associated with the use of the heartmate 3 lvas. Section 5 of the IFU, "surgical procedures", warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. No further information was provided. The manufacturer is closing the file on this event.